Event description:
On (B)(6) 2013, the lay user/patient¿s caregiver (reporter) contacted lifescan (lfs) alleging the patient was unable to code her onetouch ultra2 meter. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2013 (at 10:30am). In addition to oral medication (type and dose unspecified), the reporter stated the patient also manages her diabetes with diet and/or exercise. The reporter does not know what action, if any, the patient took in response to the alleged meter issue. According to the csr¿s documentation, the patient reportedly did not develop any symptoms as a result of the alleged meter issue; however, at an unspecified time after the alleged issue occurred (on (B)(6)) the patient reportedly went to the emergency room (ER). During the patient time in the ER, she reportedly was tested with the ER¿s meter (reading not known) and was administered an unspecified amount of insulin as treatment. At the time of troubleshooting, the csr noted the alleged issue was resolved with training. This complaint is being reported due to the following conclusion: the patient reportedly was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.